Event description:
Related manufacturer reference number: 2017865-2024-40926 it was reported that the patient presented for a follow-up. Check. Increased impedances and thresholds were noted. An x-ray was performed, and the right ventricular (rv) lead and the right atrial (ra) lead was pulled back due to twiddler. Both the rv and ra leads were replaced. There were no adverse health consequences, the patient was stable.